Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not duplicated, problem was found multiple times during the review of the event history log. The dso (downstream occlusion sensor) was not working as intended so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed a cassette not attached properly alarm with no cassette attached. No adverse patient effects were reported.